Event description:
It was reported that a user experienced hyperglycemia while using the ilet and contacted support for assistance with a supply change; the agent provided troubleshooting and education, the supply change was completed, and insulin delivery was resumed, with a reported blood glucose of 231 mg/dl and no alerts or alarms. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed no device malfunction and no alarms, with the event attributed to an unclear cause related to user management or infusion supply status prior to the assisted change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.